Event description:
The pt reported that pt used the suspect device to check blood glucose. Pt obtained a result of 453mg/dl and decided to take 60 units of humalog insulin instead of 70/30 insulin. Pt then went to bed and awoke in a sweat. Pt went to the emergency room and they tested pt's blood glucose at 32mg/dl on a hospital meter. Pt was given an IV and did not know anymore details. Pt does not use control solutions on the suspect device.